Manufacturer narrative:
(B)(4)

Event description:
It was reported that an alert for competitive atrial pacing was observed in non-sustained rv oversensing episodes. Patient was asymptomatic. Programming changes were made. No patient symptoms were reported during and after the event.